Event description:
The customer reported the ventilator restarted while in use on a pt. The customer reported the ventilator did alarm and there was no pt harm. The respironics svc tech reported, he was able to duplicate the customer reported problem a single time, but was not able to duplicate it again. The svc tech verified a diagnostic code in the ventilator log history that indicated a ventilator restart. The svc tech performed an inspection of the ventilator's harnesses and connections all were found to be intact. Extended self testing (est) was performed and all tests were passed per operating specs.

Manufacturer narrative:
Na